Event description:
Patient IV medication via baxter pump was not going on at the drip rate that it needs to be administered at. Drip factor should be 42 gtts/min based on 250 volume to be infused, administration rate over a 1 hour and drop rate factor of 10gtts/min. This rn counted on the pump.